Event description:
It was reported that post-op of a hand assisted colectomy procedure, the patient had a post-operative anastomotic leak. The surgeon stated that he leak checks and does a visual leak check and always checks the donuts for all these types of procedures. The patient returned for re-operation within (B)(6). The patient recovered. The surgeon noted that there were some malformed staples found during the re-operation. No device returning. No additional information available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.